Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm during a manual prime. Customer's blood glucose was 473 mg/dl. The customer was advised that in order to troubleshoot their pump, set and/or reservoir that they change the set and/or reservoir. The customer was advised to disconnect and then reconnect tubing and reservoir. The customer was advised to replace plunger and manually push very slow while keeping the reservoir straight. Customer stated that the insulin exit. The customer was also advised to rewind pump, reinsert into the pump and run manual prime. Customer stated that the device did not alarm no delivery.